Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber tip broke after 87,562 joules used with an time expended at 15:35. The case was completed with another fiber. No patient outcome was reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed no signs of breaks/fractures. The glass cap exhibits severe devitrification at output area. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The bevel edge appears in good condition. Fiber tip devitrification is normal degradation of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. There is no breakage along the fiber. The connector segments and tabs appear in good condition and secured. The fiber connector passed the signature verification fixture test. The reported complaint was not confirmed. An evaluation conclusion code of no problem detected was assigned to this investigation. Based on device analysis, there are no signs of breaks/fractures at tip and no signs of breakage along the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure the fiber tip broke after 87,562 joules used with an time expended at 15:35, the gland volume was at 80 ml. The case was completed with another fiber without clinical consequences to the patient.